Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not receiving bi-ventricular pacing during the atrial undersensing, and that the patient was experiencing shortness of breath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was undersensing on the current electrogram (egm), with in-person interrogation confirming intermittent undersensing. Atrial sensitivity was increased and the lead remains in use.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; 419588 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing, with pacs (premature atrial contractions) apparently only being sensed. The a trial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.